Event description:
It was reported that patient presented in clinic for follow up. Upon interrogation, it was noted the atrial lead exhibited far r wave oversensing. Programming changes were performed. The patient was in stable condition and will continue to be monitored.